Event description:
It was reported that during the implant attempt, the physician was unable to implant the lead due to patient issues. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. No anomalies were found.